Event description:
During service at baxter a technician reported colleague infusion pump, the stop key was found to be not working. There was no adverse event, patient injury or medical intervention related to the reported condition. The software version for this device is (B)(4), categorized as remediated. No additional information is available.

Manufacturer narrative:
(B)(4).a follow-up medwatch report will be submitted if additional information becomes available.

Event description:
During the implantation procedure, the coil on this lead separated. Therefore, it was not implanted.

Manufacturer narrative:
(B)(4). Additional: there is a CAPA (corrective and preventive action) investigation associated with this report, (B)(4).